Manufacturer narrative:
It was noted that the user impacting the device in at an unusual angle with intentional heavy force could have contributed to this event. Regarding overdue submission of this report: kristen allen of allenbridge consulting was responsible for submitting this MDR to FDA. Kristen has been actively working with the esg helpdesk to activate her esg production account for several months. This was relayed to the emdr group to inquire if there was an alternative method of submitting the report; ms. Sheila connors emailed kristen allen on october 5 and indicated there is no alternative means by which to submit and MDR, and this reason for the report being overdue should be noted in this section of the MDR.

Event description:
Implant fracture.